Event description:
During a cervical ablation procedure, an error message displayed and the procedure was cancelled. Three cervical lesions were completed, however when the 4th lesion was attempted, a continuous alarm tone with a "fuse blown" error displayed on the screen. The procedure was cancelled and there were no patient consequences.

Manufacturer narrative:
The reported error message was able to be reproduced during simulation. A fuse blown error appeared on the screen, and was traced back to the rf control board. Based on the information provided to abbott and the investigation performed, the cause for the reported error message was due to a faulty rf control board that required replacement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.